Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
A cutter did not move at all. It was replaced with another one. No patient injury reported.